Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening."

Event description:
Healthcare professional reported ruptured device to left side noticed during ultrasonography. Physician has further confirmed left side completely ruptured and disintegrated. Device explanted and replaced with non-allergan brand.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Device evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ruptured device. Device remains implanted.